Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error. Customer also stated that the motor arm cannot communicate with the main arm. Customer was able to clear the alarm and rewind the insulin pump but it reoccurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.